Manufacturer narrative:
Correction: in initial report, device manufacture date was provided as 08/08/2018, however, the device manufacture date is 03-aug-2018 (08/03/2018). This follow-up report has the correct date in device manufacture date. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4). Equipment labeling has precautions regarding the following: "the catalys® system has not been adequately evaluated in patients with a cataract greater than grade 4; therefore no conclusions regarding either the safety or effectiveness are presently available." All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported that zonular dehiscence was identified halfway through the phaco portion of the procedure. Nuclear lens material migrated to the posterior chamber. The procedure was completed without intra ocular lens (iol) implantation. The surgeon stated that the patient had a dense brunescent cataract. The surgeon also reported that the outcome was related to the patient¿s anatomy and was not a complication due to the catalys treatment. The patient was referred for retinal consultation for retained lens nucleus.